Event description:
It was reported that error 241: "high water pressure - priming" displayed at priming. The device was restarted, solutions were changed and the delivery device was changed, but the error persisted. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.